Event description:
Inflation difficulty encountered during stent deployment, thus requiring stent post-dilatation. The report rec'd indicated that during a coronary procedure, the physician was implanting the 3.50x18mm cypher select plus; however, there were difficulties encountered during inflation. The balloon only appeared to be responsive for the first few seconds, at approx 6 atmospheres, the sent deployed partially. Therefore, post-dilatation was conducted with another balloon. The procedure was completed without any further complications. The intended procedure included treatment of in-stent-restenosis of a non-cordis stent in vein graft. During the procedure, the contrast to saline ratio used was 1:5.

Manufacturer narrative:
The prod is not available for eval, as it was implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.